Event description:
The pt reportedly had a recurrent infection (etiology unk). In 6/2005, implant site was revised to clean inflammation. The surgeon decided to schedule surgery to explant the pt's device.